Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, leading haptic was bending upward making iol unstable. Hence the iol was replaced with another lens during the same procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in a.1., d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The haptics are slightly bent. The lens was cleaned with klrp for further evaluation. Once klrp was administered both haptics and optic went back to their original shape. A small crack is observed on the anterior surface of the optic near a gusset area. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and a handpiece with an unspecified viscoelastic. It is unknown if a qualified combination of associated products were used. The product investigation could not identify a root cause for the reported complaint. We are unable to verify the haptic was bending upward when delivered. Once the lens was cleaned the haptics returned to their natural position. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. It is unknown if a qualified combination of associated products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).